Manufacturer narrative:
Update - (B)(4) 2013 - litigation received. It is alleged that the patient suffers from pain, discomfort, inflammation, and effusion. There is no new additional information that would affect the investigation. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address elevated metal ion levels. A large fluid-filled sac, superficial to abductors, was noted on mdi. During revision, fluid-filled sac was confirmed, as well as multiple lymphocytic structures around sac. Some corrosion was noticed between head and trunnion.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. D. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update rec'd 3/20/2013-pfs and medical records received. After review of the medical records/operative notes, it noted some leg length discrepancy. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
(B)(4). Depuy still considers this investigation closed at this time

Event description:
Update 4/1/16- pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported severe inflammation, increase ions, pain, suffering, loss of income, infection right hip, multiple dislocations of the right hip and pseudotumor of left hip. The right hip components were explanted on (B)(6) 2013 with competitor temporary components placed. Right hip was re-implanted on (B)(6) 2013 with competitor components and dislocations occurred after the competitor products were implants and no depuy products were involved. Medical records reported the dislocations of competitor products and revision of those competitor products. Revision surgical report noted altr, large cystic cavern and corrosion. Lab results greater than 7 parts per billion. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 22, 2016.

Manufacturer narrative:
Depuy considers the investigation closed at this time.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.